Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. The complained unit was requested for further investigation. The failure was confirmed and residues of dried fluids and corrosion were found inside the clamp. Also the boards showed signs of corrosion. Parts will be replaced in order to repair the device. The root cause of the issue is an internal corrosion, most likely due to fluid ingress.

Event description:
Livanova (B)(4) received a report of a s5 erc tubing clamp / 620mm defective error message during procedure. There was no report of patient injury.